Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 176 mg/dl. Customer stated that the sensor top broke off when opening the package (out of the box). Customer was advised that we send replacement sensor.

Manufacturer narrative:
Found needle separated from sensor base. Unable to perform insertion complaint due to customer returned sensor opened/used.